Manufacturer narrative:
This complaint has not been confirmed. Device not returned to MFR. It appears that the head of the toothbrush broke off. Consumer has stated that she will return the device for evaluation, but device has not yet been received. No injury was reported, no med attention was reported to have been sought. This is being reported as a malfunction; choking is possible as a result of the breakage.

Event description:
Consumer called and said that she used the brush head for five weeks. Last night the brush head broke at the neck of the device while in use.